Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements over the last year and now are high, out-of-range measuring 125 ohms. There were no observations of noise. Technical services discussed troubleshooting options. The patient will be seen for an in-clinic check within the next month. At this time, the lead remains in service. No adverse patient effects were reported.